Manufacturer narrative:
(B)(4).

Event description:
It was reported the pump was explanted on (B)(6) 2013 for an abdominal wound infection. It was noted the patient was treated with antibiotics. It was noted that no organisms were seen on the culture. It was stated the ¿crp was up 40.6.¿ it was noted the patient was on avonex. It was noted there was no improvement with the antibiotics, so the pump was removed. It was reported the patient recovered without sequelae. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID neu_ascenda_cath, serial# unknown, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.